Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
The patient¿s mother reports while her son was with his father and a trainer she remembers them saying the cannula never inserted into the skin and believes the needle never deployed. The mother of the patient also reports her sons blood glucose level was 110 mg/dl. The pod was not worn.